Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: (B)(4) implantable cardioverter defibrillator, implanted: 2010-(B)(6); 5076-45 implantable pacing lead, implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that during a lead replacement procedure, the left ventricular (lv) lead dislodged. The lv lead was explanted and r eplaced. No patient complications have been reported as a result of this event.